Manufacturer narrative:
Investigation: three photos were provided for investigation. Two photos show a syringe with no packaging flow wrap; the syringe shows what appears droplets of a solution adhering to the inner barrel wall and above the rubber stopper; however, there are no droplets between the rubber stopper ribs. The third photo shows the syringe in the packaging flow wrap. Based on the photos provided for analysis the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. No root cause can be determined as no samples were received.

Event description:
It was reported that the bd posiflush¿ normal saline syringe leaked pre-fill catheter flush during use. The following information was provided by the initial reporter, translated from chinese to english: 'on (B)(6) 2020, in the process of p2cc pre-filling for patients and infusion, the pre-filling catheter flusher was found to leak, and the flushing device was immediately replaced for the patient's pre-filling pipeline. The leaking catheter flusher was replaced in time and not used by the patient, causing no actual damage to the patient."

Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9205548 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation carried out and with no sample for analysis the symptom reported by the customer can¿t be confirmed. No additional actions will be taken other than monitoring the complaint trend for this lot. This lot was produced for 1.38mm units; therefore, the cpm is 0.7. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd posiflush¿ normal saline syringe leaked pre-fill catheter flush during use. The following information was provided by the initial reporter, translated from (B)(6) to english: 'on (B)(6) 2020, in the process of p2cc pre-filling for patients and infusion, the pre-filling catheter flusher was found to leak, and the flushing device was immediately replaced for the patient's pre-filling pipeline. The leaking catheter flusher was replaced in time and not used by the patient, causing no actual damage to the patient."